Event description:
While attempting to defibrillate a male patient the device failed to charge energy. The clinician replaced the battery and also connected the device to ac power; however, the device failed to charge energy the clinician obtained another device to contiue treating the patient. The patient subsequently expired.